Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-05163 / device 10 of 11. (B)(4).

Event description:
It was reported by the end user that "start hole is off center". End user experienced "decreased wear time". The end user "usually changes her wafer every 3-4 days, but these products she had to change them within hours". Photographs depicting the reported complaint issue were submitted by the complainant. No harm reported from the use of the product.